Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that in-stent restenosis (isr) occurred. A percutaneous coronary intervention (pci) was performed to treat a 90% in-stent restenosis (isr) of a previously deployed promus premier¿ located in the severely tortuous and severely calcified left circumflex artery (lcx). After a guide wire passed through and pre-dilatation was performed, an opticross¿ imaging catheter was advanced for visualization; however, the device encountered difficulty crossing the lesion and the image disappeared. The connection was checked outside the patient's body, but there was still no image appeared. The procedure was completed without an imaging device. No patient complications nor injuries were reported.